Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer was reported via phone call that, the customer was hospitalized on (B)(6)2018 due to high blood glucose of 550 mg/dl and ketones. Customer had an issue with high blood glucose during self-start, had a big dinner blood glucose went over to 250 mg/dl and overnight it went higher, gave himself a manual shot to try and regulate high blood glucose. When went to bed the blood glucose was 220 mg/dl and it continued to climb and after an hour or two auto-mode shut off and when woke up at 5 am blood glucose was 500 mg/dl and treated with 19 units and went to work and then three hours later when was getting ready to treat blood glucose was then 280 mg/dl. Customer wearing the pump at time of hospitalization. Doctor explained that, if the blood glucose was over 250 mg/dl for a time period auto-mode will shut off and resume manual basal and also noticed that unable to calibrate with a blood glucose above 400 mg/dl. The device will not be returned for analysis.